Manufacturer narrative:
4309 - additional information can be found in the following sections: d4, g4, g7, h2, h3, h6, and h10. The unit was returned for failure analysis and the reported failure was confirmed. Upon visual inspection it was found the fan was dirty. Installed the unit into pca system and startup, no power at all and error 48245 after system boot up, replicated error report. Error 48245 mean illuminator lamp failed to ignite.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
Isi has not received illuminator involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the illuminator gets returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the illuminator stopped working and the system faulted. The intuitive surgical, inc.(isi) technical support engineer (tse) instructed the customer to remove the lamp bulb without success; however, the issue persisted. The site completed the procedure robotically with an external illuminator. There was no report of patient harm, adverse outcome or injury an isi technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported failure. The tfs replaced the illuminator to resolve the issue. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.